Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain additional information. Without the actual device, item number and/or lot number, a thorough investigation could not be performed. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3: female (B)(6) years - ICU patient post op with epidural for pain management. Prior to turning patient, line assessed and connections securing. Dressing in good shape and slack on line. Patient rolled and clamp below filter holding epidural catheter came open and catheter disconnected from epidural tubing below filter. Noticed immediately. No injury reported.